Event description:
User received high troponin t results for two patient samples. Sample 1, initial result gave 0.346 ng/ml. The same sample was rerun on (B) (6) 2010 from original tube giving 0.044 ng/ml and repeated a second time after the sample was respun giving the same result of 0.044 ng/ml. Sample 2, initial result on (B) (6) 2010 gave 0.269; repeat same day gave < 0.01 ng/ml. A "serial recollection" of the patient was tested giving 0.01 ng/ml. No adverse events were reported for either patient. Troponin t reagent lot number, 155917. The field service engineer determined the voltages for the s/r probe lld were below specification and adjusted voltages up. Measuring cell was replaced on (B) (6) 2010. Performance tests and precision check were performed with results within specification. Calibration and control data provided are acceptable. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low troponin (accu tni) results generated by the access® 2 immunoassay system for six patient's samples.the results were reported out of the lab.subsequent testing produced higher results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Further investigation determined replacement of the measuring cell and re- adjustment of the liquid level detection by the field service representative eliminated instrument related causes for the high troponin t results. It was additionally noted the centrifugation speed the customer was using was set too high, exceeding the tube manufacturers recommendations for most tube types which could have also cause the high results. No detailed patient information was provided. No known adverse events were reported.